Event description:
It was reported intraoperative impedances were >40000 ohms at 3 volts on electrode 1. The lead was not tested in an external device prior to connection with the ins. Electrode 0 was at 24000-25000 ohms depending on the electrode configuration. All combinations with electrodes 2-7 showed normal impedances. No pt symptoms were reported. The pt was still in surgery, but the incision had been closed at the time of the readings. Reprogramming the device without the use of electrodes 0 and 1 was being considered. Additional info has been requested.

Manufacturer narrative:
(B) (4).